Event description:
Customer reports lancet sticks out while using the multiclix lancet device. It was not reported if lancet protruded before or after firing the device. No accidental stick reported. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.